Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpacked ar-12990 with serial/batch number (B)(6) was received for investigation. The needle was presumed to have broken inside the ar-12990 batch number 10296860. Functional testing with a new needle (ar-1990n) revealed resistance when attempting to pass the needle through the scorpion shaft. The instrument's shaft appears to be obstructed, presumably due to a fragment of the previous needle remaining inside. A visual inspection revealed a piece of metal, presumably a needle, lodged in the slot of the scorpion's tip. The most likely cause of the reported failure is a use error.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30th april 2025, it was reported by an arthrex employee via email that for an ar-12990, knee scorpion and ar-12990n-1, scorpion¿ needle, knee, the tip of needle broke off while using knee scorpion. The needle was faulty. Tip of needle was jammed inside scorpion, and it was unable to be used. This was detected during use in a meniscal root repair procedure on (B)(6) 2025. The procedure was completed successfully as sterile smith & nephew mini first pass was used.